Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (2000 mcg/ml, 735 mcg/day). It was reported that the hcp waited about 10 minutes as it was felt that the valve in the pump system had closed off. Then the hcp aspirated back the 32 cc of fluid injected, using 2 different syringes of 20 ml size. The hcp then took an empty syringe to apply negative pressure to the pump system and completely clear pump of any medication. Then the 32 cc of baclofen medication was injected again, into the pump site, with no complication. The rate was increased by 5% to 735 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose via an implantable pump for an unknown indication. On (B)(6) 2015, the hcp was unable to completely fill the reservoir. They were only able to fill 32 ml into the 40 ml pump. The hcp could aspirate from the reservoir. The hcp suspected pump was filled too quickly and the reservoir valve may be locked. The outcome/resolution of the event was not reported. There were no symptoms reported. Additional information has been requested regarding outcome/resolution, interventions/actions taken, drug information, device information, but it was not available at the time of this report.